Manufacturer narrative:
(B)(4). Visual device evaluation: "visual analysis of the photographs identified: opening. Device analysis performed through photographs. Due to the impossibility to perform a further analysis, it is not possible to determine the cause of the event." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant rupture".

Event description:
Patient reported left side "implant rupture." Device has been explanted.

Event description:
Patient reported left side "implant rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.4. Clarification to a2: data removed due to german privacy laws.